Event description:
Attempted retrieval of filter performed on (B)(6) 2014.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Additional information: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating vena cava perforation and device is unable to be retrieved. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) catalog #: igtcfs-65-1-fem-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113, (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint and pps filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the cook celect filter was attempted to be retrieved on (B)(6) 2014". It alleged "[pt] sustained injuries and experience complaints attributable to the cook ivc filter device including but not limited to: inability to be retrieved, strut perforation of the vena cava wall". Additional information received on 11oct2017 as follows: patient received an implant on (B)(6) 2014 via the right femoral vein due to deep vein thrombosis, trauma. Patient alleges vena cava perforation, device is unable to be retrieved, anxiety. Retrieval was allegedly attempted on (B)(6) 2014. Patient outcome: it is alleged that "[pt] sustained injuries and experience complaints attributable to the cook ivc filter device including but not limited to: inability to be retrieved, strut perforation of the vena cava wall, due to having a known defective device remain in his body [pt] suffers an increased risk of filter fracture, filter migration, filter tilt, vena cava perforation, bleeding, perforation of organs, and/or death, and other continuing sequelae. [Pt] is also alleging generalized pain and suffering".